Event description:
Procedure type: sigmoidectomy for sigmoid cancer. According to the reporter: there was a tilt of the anvil before the complete closing of the instrument. This caused a tear in the colon, and the anastomosis and suturing was redone. The incision was extended by 2 inches and the surgery time was extended by 30 minutes. There was no unanticipated tissue loss or bleeding reported in excess of 500cc. There was no extension of hospital stay or adverse event reported due to the delay in procedure. No device fragment fell into the patient's cavity. No reinforcement material was used with the stapler. Current patient status is stable.

Manufacturer narrative:
(B)(4).